Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there were no failures at the time of the field service engineer's arrival. A field service engineer conducted an inspection of the cables and discovered that a drawer contained a loose cable connection. The engineer reseated the rowboard and retractor band cables on the main drawers as reported. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system drawers were not detected on the bus. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.